Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown zipfix retainer/unknown lot. Part and lot number are unknown; UDI number is unknown. (510k): unknown, as specific part and lot numbers for zipfix is not provided. Implanted, explanted dates: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: charchyan e.r, stepanenko a.b, gens a.p, skvortsov a.a, galeev n.a (2016). The effect of the sternal closure techniques on pain severity after cardiac surgery. Clinical and experimental surgery. Petrovsky journal of 2016. Number 3. Pages 65-73. (Russia). The purpose of the study at hand consisted of comparing pain syndrome intensity in heart surgery patients during the early and intermediate postoperative period as a function of different sternal retention procedures. Between december 2014 to november 2015, 125 heart surgeries involving a midline sternotomy were performed. Using the envelope technique, 102 patients were included and randomized into 3 groups as a function of the type of sternal retention; group 1 with steel wire fixation, group 2 with nitinol clips, and group 3 with plastic clamp-type retainers ¿ zipfix retainers. A total of 34 patients (30 males and 4 females with a mean age of 60.6) were implanted with unknown synthes plastic clamp-type retainers ¿ zipfix retainers. The results underwent criterion-based evaluation following an operation: on the 3rd and 8th days after surgery, as well as 3 months after an operation. Postoperative pain in the vicinity of the surgical access was assessed on the 10-point visual analog scale (vas). Complications were reported as follows: these complications were reported under group 3 implanted with unknown synthes plastic clamp-type retainers ¿ zipfix retainers; on the 3rd day postoperatively, patients presented resting pain of 0.5±1.1/1 on vas scale. On the 3rd day postoperatively, patients presented moving pain of 3.3±1.8/1.2 on vas scale. On the 3rd day postoperatively, in 2 patients, the sternum cracking during movement was prevalent. On the 3rd day postoperatively, in 1 patient, the sternum¿s crepitation to touch was prevalent. On the 8th day postoperatively, patients presented resting pain of 0.1± 0.4/1on vas scale on the 8th day postoperatively, patients presented moving pain of 2.1±1.6/1 on vas scale on the 8th day postoperatively, in 2 patients, the sternum cracking during movement was prevalent. On the 8th day postoperatively, in 1 patient, the sternum¿s crepitation to touch was prevalent. Three months postoperatively, patients presented resting pain of 0.4±1.2 on vas scale three months postoperatively, patients presented moving pain of 1.3±3.0on vas scale three months postoperatively, in 2 patients, the sternum cracking during movement was prevalent. Fifteen patients needed additional narcotics during the postoperative period. Nine patients needed additional tramal during the postoperative period. Two patients reported to have superficial wound infection. This report is for an unknown synthes zipfix retainers. This report captures the following reported adverse events for group 3: postoperative pain, sternal cracking, sternal crepitation. This is report 1 of 1 for complaint (B)(4).